Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported constant upstream occlusion alarm which was verified during evaluation. Multiple occurrences of upstream occlusion were found in the event history log, however, these occurrences may have been true or false alarms. The cause was determined to be the ultrasonic sensor readings was out of specification. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted..

Event description:
It was reported that a spectrum pump had a constant upstream occlusion alarm. There was no patient involvement. No additional information is available.